Event description:
The customer reported that the primary pump set leaked due to tubing separating from pump segment during an infusion of a vasoactive medication. No patient harm or medical intervention was reported. No further patient/event information was provided.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.